Event description:
Malar posts became unsnapped during distraction. Removed 3 weeks after implant. Completed distraction with r e d. Unable to determine cause as only part of device returned. Posts left in patient. During procedure to place device surgeons apparently had difficulty snapping the malar posts into the malar anchors. One step in instructions not followed per rep input. Device history record shows no anomalies.